Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the cgm was displaying 79 mg/dl. The patient checked a fingerstick reading but could not recall the values but reported that the values were inaccurate. On (B)(6) 2023, the patient experienced shakiness, dizziness, tachycardia, and was seeing ¿colored dots¿. The cgm was reading 97 mg/dl and the blood glucose reading was 63 mg/dl. The patient self-treated by eating a glucose tablet. She also contacted her endocrinologist, who advised for the patient to go to the hospital where she was. The patient¿s sister took her to the endocrinologist where she as treated with dextrose and given the medication, acarbose. No cgm/bg comparison values were provided from the patient¿s time while at the endocrinologist. The patient had a follow-up visit with her doctor on (B)(6) 2023. The patient reported that her acarbose dose was increased and that she was also given dextrose, as well. The reason for the dextrose at the follow-up visit is unknown despite attempts to clarify the treatment provided with the patient. No bg/cgm comparison values were provided during the time of the patient's follow-up visit. At the time of the report, the patient was on her way to her follow up appointment and stated she felt dizzy. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values made a available to search within the parkes error grid calculator for when the patient first noticed the inaccuracy on (B)(6) 2023. The reported glucose values on the day of the adverse event on (B)(6) 2023 fall within the b zone of the parkes error grid. No additional patient or event information is available.